Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or failed battery test alarm noted. The device also received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the buttons of the insulin pump were sticking so the customer removed and reinserted that same battery into the insulin pump and the device alarmed failed battery test. Then, the insulin pump alarmed button error. The customer's blood glucose was 150 mg/dl. Prior to the alarms the customer was preparing to perform a tem basal delivery. The discontinuation of the device was advised. Nothing further was reported.